Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent urethrolysis, anterior repair and revision/excision of mesh on (B)(6) 2014 due to mesh fibrosis, chronic pelvic pain, dyspareunia, and mixed incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure due to stress urinary incontinence, cystocele, rectocele and uterine prolapse and mesh was implanted along with concurrent tvh. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.